Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called to report that the hospitalization was not due to a pump or infusion set malfunction. The patient stated that it was mostly due to her error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 500 mg/dl. The patient stated that she experienced no delivery due to a bent cannula. The customer reported that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir. The customer was advised to call when the alarm occurs to troubleshoot.